Manufacturer narrative:
This follow up report is being submitted to relay additional information. Concomitant medical products- part: 11-163671 name: 32 mm m2a mod head +6 mm nk lot: 922350 part:15-105004 name:m2a-taper liner sz 41/32 lot:305800.

Event description:
It was reported that a patient underwent a revision procedure approximately 12 years post initial implantation due to pain and elevated metal ion levels. The surgeon noted a huge reactive capsule, and had to excise quite a bit fo copious gray reactive scar tissue. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant products: part: 11-163671 name: 32mm m2a mod head +6mm nk lot: 922350, part: 11-163669 name:32mm m2a mod head std nk lot:722710, part: 15-105004 name:m2a-taper liner sz 41/32 lot:305800. The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04365, 0001825034-2017-04366, 0001825034-2017-04368.

Event description:
It was reported that a patient underwent a revision procedure approximately 12 years post initial implantation due to unknown reasons. Attempts have been made and no further information is available at this time.